Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was stepped on and as a result the touch screen became cracked and unresponsive. Customer¿s blood glucose was 173 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back-up therapy, but no response was received.